Event description:
The pt contacted the sjm rep reporting she had not used the scs system for some time, and was unable to communicate with the ipg. The sjm rep met with the pt and confirmed external devices would not communicate with the ipg. The pt reported she had not recharged the ipg for 6 months.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.